Manufacturer narrative:
Qn # (B)(4).

Event description:
It was reported that "the capio suture was loaded onto the capio slim as usual and used, however, the needle of the capio suture broke off from the thread when it was secured and remained inside the patient's body". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the capio suture was loaded onto the capio slim as usual and used, however, the needle of the capio suture broke off from the thread when it was secured and remained inside the patient's body". No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that "the capio suture was loaded onto the capio slim as usual and used, however, the needle of the capio suture broke off from the thread when it was secured and remained inside the patient's body". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). One sample of product code 833-235 (dek bl mf 0 tc-43/hr26 2n 36" bsc) was received for evaluation. While performing the visual inspection test on this sample received it was found that the needle of the capio suture broke off from the thread during use, as it is described in this customer complaint. Since the bullet was not part of the sample returned is not possible to review the attachment condition and confirm if this case was related to bullet detaching from the suture or the suture breaking off at the bullet portion of the product. A dimensional inspection report was performed on the sample received from the customer, and due to the condition on the received sample, the overall length is out of specification. A functional inspection cannot be performed since the sample received was incomplete. (The bullet was missing from the received sample). An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility nor is being manufactured at the time. The device history record of batch number 74f2200310 has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled & inspected according to our specifications. The DHR records show that the tension qa inspection tests met the specifications above the individual minimum expected of 5.8 lbs, the average of the results obtained was 8.24 lbs. Additionally, after sterilization process, attachment strength test were performed to the product and the results were acceptable according to the specifications of minimum individual of 5.0 lbs and it is noted that the average obtained result was 7.51lbs. The device history record of batch number 74d2301512 has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled & inspected according to our specifications. The DHR records shows that the tension qa inspection tests met the specifications above the individual minimum expected of 5.8 lbs, the average of the results obtained was 9.04 lbs. Additionally, after sterilization process, attachment strength test were performed to the product and the results were acceptable according to the specifications of minimum individual of 5.0 lbs and its notice that the average obtained result was 8.82lbs as per IFU, precautions: in handling this or any other suture material, care should be taken to avoid damage from handling. Avoid excessive handling i.e. Crushing or crimping resulting from use of surgical instruments such as forceps and needle holders. Adequate knot security requires the accepted surgical technique of flat, square ties, with additional throws as warranted by surgical circumstance and the experience of the surgeon. The use of additional throws may be particularly appropriate when knotting monofilaments. The surgeon should employ an appropriate suturing technique according to their judgment and the standard of care to reduce the risk of suture erosion. Strong familiarity with surgical procedures and techniques for nonabsorbable sutures is required before use. Users should exercise caution when handling surgical needles to avoid inadvertent needle sticks. Discard used needles in an appropriate container ("sharps"). This device should be handled and disposed of in accordance with all applicable regulations including, without limitation, those pertaining to human health and safety and the environment. Risk analysis: according to the hazards analysis nonabsorbable surgical sutures: operational hazards - needle disengages/separates from suture when used with an accessory and/or suturing device (OEM). Potential harm: delay in procedure. Needle has the potential of disengaging/separating from the suture and falling into the incision. Severity: 7 / occurrence: 4 risk level: medium "an acceptable, moderate risk level between low and high levels" customer complaint cannot be confirmed as a manufacturing defect, although the sample provided shows that the needle of the capio suture broke off from the thread during use as it is described in this customer complaint, additionally it is unknown if a force beyond the allowed was applied at the bullet/suture union during use. There is not enough evidence that shows that the damage was caused during the manufacturing process. DHR records show that the product was assembled & inspected according to our specifications. An attempt to duplicate the failure mode was made but at the time there is no inventory of the product code involved available at the facility nor is being manufactured at the time. However, complaints of this type will continue to be monitored via periodic reviews to evaluate if any trend exists. Additionally, an awareness notification was carried out for the personnel involved on the manufacturing process. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.